Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that she experienced high blood glucose. Therefore, she decided to check and potentially change her infusion set. At this time, she reported that cannula was not present when she removed the infusion set as she noticed that the needle had detached. Further, on monday, (B)(6) 2020, she saw her physician and her x-ray confirmed that the needle was in her abdomen. The next day, on tuesday, (B)(6) 2020, the surgeon was involved to remove the needle and on thursday, (B)(6) 2020, the surgeon removed the needle in an outpatient procedure that took place in the health care professional's office. Reportedly, on (B)(6) 2020, her stitches were removed. No further information available.